Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number trackwise # (B)(4).

Event description:
Patient state as a result of the implant she suffered pain and disability. Patient also implanted with ethicon tvt. Two implant dates provided on the complaint but does not specify which goes to which product - (B)(6) 2003 and (B)(6) 2010.